Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. Device identifier # (B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. No device history record (DHR) review was possible as no lot or serial number was provided. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. This is linked to mfg report number 3004608878-2020-00287, 3004608878-2020-00288, 3004608878-2020-00289, and 3004608878-2020-00291.

Event description:
This is 4 of 5 reports. A customer reported that the transition member of the a2101 mayfield ultra base unit would not fit and the teeth on the transition member are worn. There was no known patient involvement, injury or delay in surgery.